Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok, up, and down buttons were sticking. The reporter denied trauma to the pump or any damage to the keypad. The reporter stated the patient wore the pump with a pump skin under clothing. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling along the bottom. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow, down arrow and ok buttons were responsive. The contrast button was intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and the up arrow and down arrow key contacts were misaligned.